Event description:
The caller reported that the pump battery "does not always charge correctly and has had past issues where it wouldn't charge at all. It is also very slow to charge.". The customer declined follow-up, and no additional patient or event information was available.